Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported issue that 8100 failed in patient side occlusion test was not identified during the customer call. After retesting the patient side occlusion test, it confirms the working and the case was closed.

Event description:
It was reported that the 8100 fails patient side occlusion test. There was no patient involvement.